Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the arm. On (B)(6) 2024, the cgm reading was low on the patient¿s tandem t-slim pump, and the patient self-treated with 8 ounces of juice at 2:30 am and 4:50 am. No bg meter comparison was taken at this time. The patient experienced diabetic ketoacidosis around 7:00 am. The patient called his doctor, and the emergency medical services arrived, and the paramedics took a bg reading which was over 600 mg/dl. The paramedics checked pump fluids, vital signs, and electrocardiogram. The patient was transported to the emergency room by the emergency medical services. The patient was experiencing pain in his legs and spine. The patient described the feeling ¿like joints were locked and muscles were shut down¿. Every time the paramedics moved the patient, it caused the patient pain. The patient stayed at the emergency room from 7:20 am to 5:20 pm. At the emergency room, the patient was treated with intravenous insulin. After 7 hours the patient´s bg was stable. Then the patient was transferred to the intensive care unit for a day and a half. The patient was discharged after 2 and a half days. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator at the time of the event. The reported glucose values fall within the d zone of the parkes error grid when the patient was tested by the paramedic. No additional patient or event information is available.